Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, oversensing and pacing inhibition of over eight seconds on all channels. Additionally, inappropriate signal artifact monitoring (sam) episodes were recorded. It was determined that this was due to electromagnetic interference (emi) during a hip operation. No changes were performed. This device remains in service. No adverse patient effects were reported.